Event description:
The patient suffered an acute myocardial infarction prior to the ptca/stenting procedure. During the positioning of the express2 monorail stent, the pt suffered cardiac arrest, and was defibrillated back into a life-sustaining rhythm. The procedure was then successfully completed. The pt condition is reported to be improving.

Event description:
It was reported that during an emergency ptca/stenting treatment procedure, difficulty was encountered when withdrawing the balloon catheter of the express2 monorail 24/2.75 mm stent delivery system. The lesion being treated was 99% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6 fr neat jl4 guide catheter and a runthrough guidewire to cross the lesion. A rinato guidewire was placed to protect the 1st diagonal branch. Predilatation of the lesion was performed using a vent 2.0/20mm balloon. The express2 monorail balloon was reinserted and inflated to 9 atms for 20 seconds. Deflation was difficult, but eventually the express2 balloon deflated completely. The express2 monorail balloon was withdrawn by setting the guide catheter to deep engage and pulling forcefully and against resistance. The procedure was completed using an avion 2.75/14 mm balloon for post-dilation. The pt is reported to have recovered favorably. Additional info regarding the pt's condition prior to, and during the procedure has been requested.